Event description:
It was reported that the patient developed an infection and the entire pump system was removed. It was indicated that the pump should no longer be working since it was implanted in 1997 and it was removed because the pumps battery was depleted. It was indicated that the catheter was removed due to the infection. It was reported that there was no patient injury. The drug delivered via pump was baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8703w, lot# l45236, implanted: (B)(6) 1997, explanted: (B)(6) 2012, product type catheter. (B)(4).